Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recs0035 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(4).

Event description:
It was reported that it was impossible to pre-flush the connector inside the catheter kit due to fluid leaks. No other information was provided.

Event description:
It was reported that it was impossible to pre-flush the connector inside the catheter kit due to fluid leaks. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded connector piece is confirmed; however, the exact cause is unknown. One video of a proximal nxt connector piece was returned for evaluation. An initial visual observation of the video showed a syringe of a clear liquid connected to the red hub of a proximal nxt connector piece. In the video, an attempt was made to flush the connector piece with the syringe; however, no liquid was seen to flow into or through the connector piece. While the cause of the apparent occlusion within the connector piece could not be determined from the returned video, possible causes include material build-up within the device and material flaw in the molding or assembly of components of the device. A lot history review (lhr) of recs0035 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china.